Event description:
Customer reported receiving a reading of 138 mg/dl on his freestyle freedom meter, ate a snack, and his wife came home, found him confused and disoriented and called the paramedics. Upon arrival, the paramedics got a reading of 31 mg/dl and treated the customer with IV dextrose and transported him to the hospital where he was admitted and diagnosed with hypoglycemia. No other treatment is documented and customer states readings were not taken within 10 minutes of each other. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.